Manufacturer narrative:
(B)(4) - no known consequences or impact to the patient. Device damaged by another device. The injector was not returned but the lens was received and evaluated. The lens was received in two pieces and there was a dark surgical residue on the surface. Evaluation conclusion - (unable to confirm): based on the complaint history and evaluation of the returned product, we were unable to determine a specific root cause of the event. (B)(4).

Event description:
The customer reported the aq5010v three piece silicone lens split in half as the surgeon inserted it. The piece in the eye was removed without enlarging the incision and there was no injury to the patient. The surgeon indicated the problem was due to a injector malfunction but did not provide specifics.